Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Results of patch testing or any sensitivity testing (they want a sample). Initial procedure date. What date did the reaction occur post op? Please describe how was the adhesive applied on the tape. What prep was used prior to, during or after prineo use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Do you have the product code and lot number involved what is the physicians opinion of the contributing factors to the reaction? What is the most current patient status? Is the product or representative sample (product from the same lot number) available for evaluation? Patient demographics: initials / ID; age or date of birth; bmi ; gender. Patient pre-existing medical conditions (ie. Allergies, history of reactions). For female patients ask: was the patient exposed to similar products, such as artificial nails. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure?

Event description:
It was reported that the patient underwent a hip replacement procedure on unknown date and the topical skin adhesive was used. The patient returned after the procedure with an eczematous skin rash and topical steroids were prescribed. The patch testing is planned to determine if the patient was experiencing allergic contact dermatitis in response to a component of the bandage system. Additional information has been requested.

Manufacturer narrative:
Additional information was requested and the following was obtained: results of patch testing or any sensitivity testing (they want a sample): not yet performed initial procedure date: (B)(6)2017 what date did the reaction occur post op? Approximately (B)(6)2017 please describe how was the adhesive applied on the tape. Unclear. What prep was used prior to, during or after prineo use? Patient was prepped with chlorhexidine / chloroprep was a dressing placed over the incision? If so, what type of cover dressing used? No overlying dressing applied, only the prineo system was placed over the wound. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown, hence why patch testing will be performed do you have the product code and lot number involved. No what is the physicians opinion of the contributing factors to the reaction? Patient developed an eczematous reaction in a distribution directly corresponding with the site of the prineo dressing. This rashs subsequently generalized. We are performing patch testing to establish the likely culprit for this contact dermatitis, hence why the original request to receive a sample of the prineo system to test her directly to the dressing. What is the most current patient status? Improved. Rash lasted approximately 7 weeks total before subsiding. Is the product or representative sample (product from the same lot number) available for evaluation? No patient demographics: initials / ID; age or date of birth; bmi ; gender. Cannot release due to hipaa compliance. Patient is (B)(6) non-obese female. Patient pre-existing medical conditions (ie. Allergies, history of reactions). None for female patients ask: was the patient exposed to similar products, such as artificial nails. Denies use. Was prineo/demabond or skin adhesive used on the patient in a previous surgery or wound closure? Yes. Patient reports similar though milder reaction with her first exposure in (B)(6)2016.